Manufacturer narrative:
Date sent to the FDA: 12/6/2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2017. (B)(4) submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent surgery on (B)(6) 2017 during which the surgeon noted he encountered a great deal of omental and bowel containing adhesions densely adherent to her previous ventral hernia mesh. The adhesions were taken down with a combination of sharp dissection and ligasure. It was reported that the patient underwent hernia repair surgery on (B)(6) 2019 during which the surgeon noted bowel to be quite adherent to the previous mesh and noted it would not be feasible to explant the mesh due to the dense incorporation of the mesh into the surrounding fascial planes. He continued with adhesiolysis of the small bowel and colon and was able to clear the bowel of the fascial edges. It was reported that the patient experienced severe pain, bowel obstructions, small bowel resection, adhesions, mesh erosion, nausea, bulging, inflammation, stress and anxiety.

Manufacturer narrative:
Date sent to the FDA: 11/7/2021.